Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested.no additional information is available at this time.reason for complaint: device rupture.

Event description:
The patient reported the following "my doctor at home thinks my left implant is leaking". No additional details have been provided. (UK)

Manufacturer narrative:
According to the available clinical evidence at the moment of the investigation of this case, the alleged event could not be confirmed, additionally the involved device was not returned to the manufacturer despite several request attempts. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Establishment labs will continue monitoring for similar complaints/trends as part of the post market surveillance process.